Event description:
It was reported that the lead had low bipolar impedance for the last year. When the lead was removed, it came out in pieces and shredded. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.